Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Oversensing of atrial events was reported on this lead. Threshold was also increased and pacing polarity needed to be changed. Lead movement is suspected, but an xray has not yet been performed to confirm lead positioning. Should additional information become available, this file will be updated.